Manufacturer narrative:
Additional information: the device was returned for evaluation. Visual and optical examination of instrument confirms tip of the tap is cracked; the crack is ~2-3 mm in length and splayed out axially. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the guide wire was inserted and the surgeon placed the tap over the guide wire and found the bone so hard, the tap was unable to be effective. The tap was also rubbing against the guide wire and the integrity of the tap was compromised as the tip started spayed apart and bone jammed in the tap and the guide wire and tap had to be removed. Another guidewire was placed and a new tap was used and the screw was inserted as per the original plan. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.